Event description:
It was reported the patient presented to the health care facility for follow-up and the device had reached anomalous elective replacement indicator (eri). The device was explanted and replaced.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis did not confirm the premature battery depletion. Based on device settings, a longevity calculation was performed and found to be within expected limits. The device was tested on the bench and no anomalies were found.

Event description:
New information received indicates that the patient did not receive any negative effects post-procedure.